Event description:
It was reported that the wire guide associated with an unknown cook retrograde intubation set, "gets caught." The physician believes that the wire guide is too short. Additional information regarding patient outcome and event and device details has been requested but is unavailable at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b3 (unknown date in jul2022), b5, b7, d1, d4, d10, h4 correction: h6 (annex e and annex f) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On unknown date in (B)(6) 2022, a patient with a history of neck radiation for cancer, was being intubated prior to a planned egd (esophago-gastro-duodenoscopy). "The problem was the guide wire got caught inside the c-mac port, and therefore the fiberoptic scope wasn't able to be introduced into the trachea for airway visualization." They were able to resolve the issue by using an unknown plastic vascular sleeve to put over the wire to allow the wire to pass through the port. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation a physician from university health systems (united states) informed cook on (B)(6) 2022 involving a cook retrograde intubation set (rpn: c-retro-14.0-70-38j-110-cae; lot: 13154977). It was reported that the wire guide became stuck inside of the c-mac scope port. The patient reportedly experienced no adverse effects as a result of this incident. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 13154977 and related wire guide component lot did not have related nonconformances. There is one additional related complaint from the same customer and for the same failure. An expanded DHR was performed, and additional lots of the same rpn which were packaged within two weeks were reviewed. No other complaints or related nonconformances were noted from these lots. Cook also reviewed product labeling. The current instructions for use [c_t_retro_rev5] state the following: "how supplied upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of the dmr, DHR, and IFU does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no device return, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that there was an issue with the c-mac scope, but without the device being returned and lack of information, this cannot be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.